Event description:
Sex: unk. Procedure: CABG. Reportedly, on the first firing, the surgeon grasped the blood vessel with the jaws, then the sulu disengaged from the instrument. The jaws would not open. Bleeding was confirmed. The sulu was removed by cutting off of the vessel. The surgeon applied another instrument to complete the case.